Event description:
The customer contact reported the blood was pumped away from the pt rather than to the pt. The tubing set was primed with saline, loaded into a plum pump, connected to the pt's central line catheter and the delivery was started at a rate of 200ml/hr. Immediately, the nurse noted that "blood was coming from the medaport." The tubing was removed from the pump and therapy was resumed using a replacement set. There were no adverse pt effects and no med interventions were required. Though requested, no additional information was provided.